Manufacturer narrative:
. Section d6a - implant date: unknown, as information was requested but not provided section d6b: if explanted; give date: not applicable as the devices remain implanted. Section e1 - telephone number: (B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain the missing information. However, to date, no definitive response has been received. Device evaluation product testing could not be performed because no product returned (the lenses remain implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon often had problems with the haptics of enhance intraocular lenses (iols). The haptics were sticking together and the surgeon needed more time to separate them from each other. The issue was identified during implantation. There was no patient harm. The serial numbers and event dates were unknown. Amount of patients was also unknown, but the surgeon estimated it to be approximately 25 patients. The haptics were separated by manipulation with the spatula and the irrigation/aspiration tip. The surgeon was not sure how the patients were doing as postoperative check-ups were usually carried out by outpatient colleagues and not by the surgeon himself. No additional information was provided.